Event description:
It has been reported to philips that the c-arm and l-arm will not move during machine operation. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movements were only partially available. Review of the system log file showed that the can board initialization fails, and can board is damaged. Upon functional testing, the fse found that the c-arm and l-arm will not move during machine operation. The fse replaced the geo ipc. After replacement of the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.